Manufacturer narrative:
Estimated date. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effects of myocardial infarction and death are listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with a non st-elevation myocardial infarction. Two xience sierra stents (3.0x38mm and 3.50x38mm) were implanted on (B)(6) 2021. On (B)(6) 2021, the patient was readmitted with cardiovascular symptoms including st-elevation myocardial infarction. Treatment performed was unspecified and the final patient outcome was death (death date was not specified). No additional information was provided.